Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in the clinic. It was noted that the pacemaker was unable to be interrogated. No intervention was made. There were no patient's consequences.